Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit was failing 40 degree celsius and 42 degree celsius thermostat shutoff tests. The actual measured temperature were 42.5 degree celsius and 44 degree celsius respectively. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field svc rep (fsr) confirmed the reported issue. The fsr replaced the 30/40 degree thermometer. He verified the new temperature calibration points. With the part replaced, the unit operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.